Event description:
Customer reported that the unit "quit working after 10 minutes." The customer stares hat the unit was on ac power at the time it stopped working and there was no audible alarm or error indicator to alert the staff. The customer states, however, that there was no pt harm. The unit will power on whether on ac or battery power. The ac power led does illuminate when ac power is applied. Add'l info received indicated that the customer is reporting that the device is powering off by itself. No known impact or consequence to pt.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a f/u report will be submitted.